Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken of plug strap, yellow particles device inner surface and one opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening, wear abrasion and broken striated of plug strap. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Broken striated of plug strap assessed as surgical damage.